Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was used in treatment. It was reported that an infection was developed. As the device was not returned, a product evaluation could not be carried out. A clinical investigation was carried out. It was concluded; ¿this complaint reports that a patient developed an infection after a total knee arthroplasty with the use of a pico negative pressure device. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.¿ a risk management review was carried out. The risk files for this product outlined some potential causes of the reported issue including but not limited to; no wound filler used, more exudate than pico can handle being produced and poor adherence of dressing. Without further information a specific failure mode cannot be identified. As outlined in the IFU for this product, careful patient selection is essential for safe and proper use of this device. Due to the limited information provided we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, after a tka surgery had been performed, the patient developed an infection. The event was resolved by performing a revision surgery: the journey ii bcs femoral component was explanted. The patient outcome is unknown.